Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a sharp edge on the j - tip guide wire prevented the guide wire from being reinserted into the super sheath. The 6f/11 cm super sheath was placed inside the pt, but the physician noticed that the hemostatic valve of the sheath was leaking blood (only a small amount, so no risk to pt), so he elected to replace the super sheath with another. Physician was unable to reinsert the super sheath's j - wire into the sheath, so the tech attempted to assist him. The tech felt a "prong" jutting out of the wire "like a barb." The physician cut off the distal j - tip end of the guide wire including the "barbed" portion and reinserted the cut end of the guide wire into the sheath. The sheath was successfully removed without injury to the pt and another sheath was inserted over this guide wire. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "fine".